Event description:
Problem: the 321gr with vac-pack ii -portable aspirator- uses a gauge/regulator to allow for the visual/manual adjustment of the units vacuum pressure. This gauge is located on the top plate of the unit and the bottom of the gauge protrudes through this plate. The gauge is secured under the plate by the use of a combination of products to include a flexible rubber-like material, brass nut, washers, screws and spacers. A vacuum sensing line that originates at the brass regulator manifold is attached to the bottom of the gauge via the placement of a hose barb -0.010 oriface, 10-32 x 1/8 -and it allows for the visualization of the regulated vacuum pressure. Of concern, is that while the top plate offers protection from vertical impact force to the internal components, its protection from horizontal impact is limited by the design of the top plate. The specific area of concern is the area that is immediately adjacent to the gauge. As viewed from the top, if an object should impact the unit underneath the lower right corner of top plate, that action should shear the hose barb from the gauge, thereby allowing for a vacuum leak and rendering the device non-functional. While the supplied nylon case does offer some protection, it is not designed to eliminate this matter. To date, two units have rec'd their annual pm and it was found that the barbed orifaces needed replacement. (B) (4)